Event description:
It was reported to nuvectra that during trial implant, the lead fractured and a portion of the lead was left in the patient during the re-positioning of the lead. Subsequently, the trial was aborted and the patient is doing well.